Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The unit communicated properly with the glucose sensor simulator and transmitter. No sensor anomlay noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated the insulin pump would not deliver insulin and he experienced high blood glucose levels. The blood glucose reading was 170 mg/dl. Customer reported he received inaccurate readings of low blood glucose levels from the sensor and had discontinued its use. Customer declined troubleshooting for the insulin pump. Nothing further reported.